Manufacturer narrative:
The following fields were updated: d9: device available for evaluation: yes d9: returned to manufacturer on: 2023-06-06 h.6 investigation summary: bd received 400 samples and 1 photo for investigation. The photo was evaluated and it does not show the customer¿s failure mode. The 400 customer samples were visually inspected with no issues being identified. 5 customer samples were sent to the chemistry lab for testing. All results were within the specification limits for edta content. 100 retentions were visually inspected with no issues being identified. Additionally, 5 retention samples were sent to the chemistry lab for testing. All results were within specification limits for edta content. Complaints for sample quality are under statistical control for the month of may 2023. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for clotting. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. See h.10.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes has been having high clotting issue. This event occurred four times. The following information was provided by the initial reporter. The customer stated: "it was reported by the customer that high clotting issue."

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes has been having high clotting issue. This event occurred four times. The following information was provided by the initial reporter. The customer stated: "it was reported by the customer that high clotting issue."